Manufacturer narrative:
(B)(4). Lot #: unknown. Catalog#: unknown but refered to as a cook celect filter. Expiration date: unknown as lot # is unknown. Either implant date or filter type must be wrong since celect was initially approved in u.s. In 2007. MFR date unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complained filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 1999 at (B)(6) hospital." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by (B)(4) with the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to (B)(4). (B)(4).

Event description:
This additional information received on 03/16/2017 as follows: patient was allegedly treated for blood clots and claims to have received a birds nest implant on (B)(6) 1999. Patient is alleging bleeding, clots in lungs and veins. Additional information provided determined that this device was manufactured by (B)(4) with the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to (B)(4).

Manufacturer narrative:
(B)(4). Catalog number: unknown but refered to as a cook celect filter. Either implant date or filter type must be wrong since celect was initially approved in us in 2007. Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complained filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 1999." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complained filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 1999." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.